Event description:
Inspection of all the potentiometers of the unit found the following pots bad: the pots were upper pressure limit, pclap, pslap, peep, insp rise time, pause time, simv freq, and upper alarm limit. No pt injury occurred as this unit was not on a pt. The unit is back within mfrs specs.